Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's therapy had been off since (B)(6) 2019. They stated it was broken because stimulation wasn't going to the correct area and it triggered areas that didn't need stimulation. They stated it was painful to have stimulation on since (B)(6) 2019. They had an x-ray and it showed the lead wires had moved in (B)(6) 2019. Indication for use non-malignant pain.